Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned for evaluation. The customer¿s complaint of a ¿front panel failure" was confirmed. The unit¿s front panel was found defective, causing the switch not to function. In addition, the unit¿s the memory battery failed. The cause of the internal failures cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a front panel failure was noted on the unit. A second unit was obtained and the scheduled unspecified procedure was completed with the similar device. The customer reported that the procedure was not delayed more than 15 minutes. There were no other devices involved. There was no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the front panel failure could not be established. Olympus will continue to monitor field performance for this device.